Event description:
It was reported that during a routine check up, the cs100 intra-aortic balloon pump (iabp) unit is showing gas loss and catheter alarm. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit is showing gas loss and catheter alarm. There was no harm onsite reported.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid (b4, d1, d2, d3, d4, g3, g4, g6, h2, h5, h11)

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). The fse entered service mode and checked all parameter. It was observed that its in working range. Then connected with system trainer along with balloon and runs in auto and semi auto . The fse could not found such type of alarm. The machine was handed over to the department in good working condition.

Event description:
N/a.